Event description:
Per the clinic, the patient experienced skin infection and hypertrophic scarring around the abutment. The patient was administered with oral and topical antibiotics (specific date and duration not reported). Subsequently, the patient underwent an abutment removal procedure on (B)(6) 2026. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.